Manufacturer narrative:
Investigation completed and signed off on a smiths medical cadd-legacy 6400 pump with reference complaint of peizo distorted. The device physical outer aspect was in good condition. Event log did not reveal complaint, nor did duplicating the problem with evaluation testing. No problem was identified. The device passes all delivery and functional testing.

Event description:
Information received a smith medical cadd-legacy 6400 pump piezo was distorted and occurred while testing, no patient involvement or adverse event.